Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in (B)(6) 2004 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, extrusion, bleeding, recurrence, and dyspareunia. On (B)(6) 2004, the patient underwent excision of the vaginal mesh, and posterior colporrhaphy with a revision of rectocele, and on (B)(6) 2004, a mesh removal was performed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.